Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that five months later, a revision procedure was performed due to threshold and impedance measurement issues. The field representative noted that no values were given. The pacemaker and rv lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) triggered on the right ventricular (rv) lead and pacemaker changing the lead polarity from bipolar to unipolar due to low out of range pacing impedance measurements. Intermittent noise was also observed. Boston scientific technical services (ts) was consulted and suggested further evaluation of the rv lead and pacemaker. At this time the clinic has opted to monitor the patient and the system remains in service. No adverse patient effects were reported.